Manufacturer narrative:
Update to d9. Correction to h6; component code, impact code, device code, type of investigation, investigation findings, and investigation conclusion. Correction to device code, the previous code of deflation was removed and the code of difficult to removed was added. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent visual inspection, which showed the valve partially and conically expanded over the proximal balloon shoulder. No damage was observed on the cut balloon. Due to the condition of the returned device including the handle and balloon having been cut functional and dimensional testing could not be performed. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified regarding warnings, contraindications, or directions for proper device use. The reported event of inflation difficulty was confirmed based on the evaluation of the returned device. No manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "when the commander delivery system was being advanced through the esheath, it was noted some resistance approximately halfway through the sheath and it was observed that the catheter had perforated the liner of the esheath+. It was not possible to move forward or backward the delivery system, so it was decided to inflate slightly the balloon to split the lower part of the esheath and this allowed the delivery system to continue advance directly into the aortic root. However, when it was attempted to implant the valve, it did not fully expand during the inflation and could not be implanted". During device evaluation, the valve was found to be partially expanded on the inflow side. According to the reported information, the balloon had been partially inflated to facilitate advancement through the sheath, which likely resulted in partial expansion of the valve on the inflow side. This condition would also have made accurate alignment between the valve and the balloon markers more difficult, as the balloon was no longer properly folded or pleated and the thv was already partially expanded. Given these factors, it is possible that during deployment the thv slipped proximally during balloon inflation, leading to incomplete expansion on the inflow side. Based on the available information, procedural factors specifically device manipulation may have contributed to the reported event. Extensive complaint investigations have shown that events involving difficulty or inability to withdraw a catheter with a crimped valve through the patient's vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Historically, the root causes for such events have been linked to patient specific factors, non coaxial withdrawal, altered crimp profiles, sheath damage, improper centering of the thv on the flex tip, and/or withdrawing the thv through the sheath hub. In this case, withdrawal difficulty was confirmed based on the evaluation of the provided imagery. Available information suggests that procedural factors specifically withdrawal of a thv with an altered crimp profile likely contributed to the event. As supported by the evaluation of the returned device, the thv exhibited partial expansion. Withdrawing a crimped thv whose profile has been altered due to partial inflation can increase resistance during retrieval, as the enlarged profile may interact with the vasculature or the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed that the valve was partially/conically expanded over the proximal balloon shoulder. No damage was observed on the cut balloon. Due to the condition of the returned device (handle and balloon cut), functional and dimensional testing could not be performed. The instructions for use (IFU), training materials, and current risk mitigations were reviewed, and no deficiencies were identified regarding the warnings, contraindications, or directions and conditions for proper device use. The reported event of inflation difficulty was confirmed based on the evaluation of the returned device. No manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "when the commander delivery system was being advanced through the esheath, it was noted some resistance approximately halfway through the sheath and it was observed that the catheter had perforated the liner of the esheath+. It was not possible to move forward or backward the delivery system, so it was decided to inflate slightly the balloon to split the lower part of the esheath and this allowed the delivery system to continue advance directly into the aortic root. However, when it was attempted to implant the valve, it did not fully expand during the inflation and could not be implanted". During device evaluation, it was observed that the valve was partially expanded on the inflow side. It was reported that the balloon was partially expanded in order to facilitate the advancement through the sheath, which likely expanded the valve partially on the inflow side. This would also have made it more difficult to accurately align the valve between the alignment markers (balloon not folded/pleated correctly anymore, partially expanded thv). Due to these factors, it is possible that during valve deployment, the thv slipped proximally during balloon inflation, and therefore only inflated on the inflow side. In this case, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Lot number received. Update to d4 and h4. Update to h10.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve via a left transaxillary approach, resistance was encountered while advancing the commander delivery system through the esheath+. Approximately halfway through the sheath, it was observed that the catheter had "perforated" the liner of the esheath+. The delivery system could not be moved forward or backward, so the balloon was slightly inflated to split the lower part of the esheath, allowing advancement into the aortic root. However, the balloon could not be fully deflated afterward. When valve implantation was attempted, the valve did not fully expand during inflation and could not be implanted. The patient was converted to surgery, the edwards valve was explanted, and a non-edwards valve was successfully implanted. The patient remained stable following the procedure.